Manufacturer narrative:
Device 7 of 9/ e1: complainant street address: (B)(6), complainant country: korea, republic of. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that, there was contamination in primary packing material. The product was not used. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h3: device evaluated by manufacturer? Has been selected as yes. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be seen. 618 samples were received for the corresponding lot on 24/jan/2025 and were subsequently evaluated, as a result, the reported condition was confirmed. Batch record revision results: lot 4c02961 was manufactured on 14/mar/2024 in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/feb/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. The defect reported by the customer could occur during the process performed in the elc#11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot(s) manufactured in this line. The subassembly lot 4c03196, order (B)(4), material 1003411, was manufactured on 17/mar/2024 in the aps 6 automated manufacturing line, with a total of (B)(4) eaches. The complaint investigator performed a batch record review on 06/feb/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical nonconformance review: on 07/feb/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿ defect for the lot number 4c02961 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection": (B)(4). Defect rate analysis: there have only been 19 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which was well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it was well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated, additionally, the samples sent for evaluation were inspected, and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products was within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 & manufacturing site: 9618003.